Event description:
The customer reported obtaining low cartridge chemistries (cc) results, for multiple patients, involving the synchron lx 20 pro system. The customer immediately repeated the samples on an alternate analyzer and obtained higher results which were reported out of the laboratory. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer stated that cc results for cholesterol (chol), triglyceride (tg), high density lipoprotein (hdld), alanine aminotransferase (alt), and aspartate aminotransferase (ast) were affected for this event. The customer provided data printouts for four (4) patients associated with this event. Quality control (qc) results prior to the event passed within the laboratory's established limits. Qc results following the event were out of the established ranges.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting the instrument over the phone. The customer discovered that the cc samplg syringe was noisy and difficult to move. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the cc sample syringe and associated t-valve as well as the cc reagent syringe. Repair was verified per established procedures and results met published specifications. Failure mode of the event is attributed to hardware; the fse replaced the cc sample syringe and t-valve to resolve the issue.